Event description:
The customer reported that the system locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connectors and generator pcbs were evaluated and reseated. The system was tested and found to be working as intended and returned to service.